Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the geocal file had reverted to the default settings. The geocal files were then restored from the last archive and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the left tracker had bad precision. The right tracker had not been tested. This issue was noted outside of a procedure, and there was no patient involvement.